Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) states it has migrated possibly due to a pocket infection. Also, patient is having more shortness of breath. To date, the device remains in service. No additional adverse patient effects were reported.